Event description:
A medtronic representative reported a caster had sheered off of the stealthstation s7 cart. There was no pt present.

Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. RMA issued. Replacement part shipped (B)(6) 2011. Damaged part has not yet been returned to manufacturer.